Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is experiencing pain and irritation during stimulation of the device. According to new information received from the (B)(6) 2021 another channel had to be deactivated due to pain with the stimulation and no sound perception, the clinic wants to wait and follow up with the user in (B)(6) 2022. Information from the (B)(6) 2022 shows the user wants to proceed with revision surgery, details will be discussed on the (B)(6) 2022.

Manufacturer narrative:
Additional information: according to the received information from the field the recipient successfully underwent a revision surgery to re-insert the electrode array, which partially migrated out of cochlea. The reported pain was likely caused by electrical stimulation in the middle ear. The device remains implanted and in use. This is a final report.

Event description:
The user is experiencing pain and irritation during stimulation of the device. Channels that caused the pain with the device were identified and deactivated, however the user came back after a few months again experiencing pain and more channels had to be deactivated. The pain is only present when the user is wearing the audio processor. The user hasn't reported any trauma, and there are no signs of infection. After the last appointment he wasn't experiencing pain. Furthermore, the speech perception scores have also decreased. At this time, it is still unclear what is causing the pain during stimulation. Clinical support states: "it seems that there might be an extrusion problem, indicated by changing ift on the last channels as well as pain. I would first recommend the imaging and speech testing._ the surgeon however reviewed the CT scans again and thinks that all channels are inside the cochlea, maybe 1 channel is extra-cochlear, but this will be reviewed again by the radiologist. According to new information received from the (B)(6) 2021 another channel had to be deactivated due to pain with the stimulation and no sound perception, the clinic wants to wait and follow up with the user in febry 2022. The clinic performed revision surgery on the (B)(6) 2022, the device was only reinserted and the clinic feels pleased with the result.

Event description:
The user is experiencing pain and irritation during stimulation of the device. According to new information received from the (B)(6) 2021 another channel had to be deactivated due to pain with the stimulation and no sound perception, the clinic wants to wait and follow up with the user in (B)(6) 2022. Information from the (B)(6) 2022 shows the user wants to proceed with revision surgery, details will be discussed on the (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.